Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain the home choice (hc). The home patient (hp) received a system error and cycled the hc. The hp did not know what the original system error was. The technical service representative (tsr) instructed the hp to cycle the machine again then go to alarm log. The tsr discovered a system error 2240. The tsr instructed the hp to end therapy and start over with new supplies. The tsr offered to assist the hp to end therapy and he said he knew how to do it. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.